Event description:
It is reported that upon attempting to insert screw into the plate the locking mechanism failed and no longer would lock. Surgeon just used another plate of the same size. No adverse consequences and no surgical delay reported.

Manufacturer narrative:
The reported event was confirmed via correspondence with the rep. The plate was reported disposed prior to the representative being able to retrieve it. Product inspection was not completed as no product was returned (disposed of by the hospital). Product history review was not completed as no lot was provided. According to the surgical technique: "use of the screw hole preparation instruments including the fixed or variable drill guides, all-in-one drill guides or punch awl with sleeves is required to place screws in the proper trajectory, help prevent damage to implants, difficulty locking the blocker, or locking mechanism malfunction." The holes were prepared freehand and not with the drill guides as recommended by the surgical technique guide, so the probable root cause is not using the drill guides as instructed.

Event description:
It is reported that upon attempting to insert screw into the plate the locking mechanism failed and no longer would lock. Surgeon just used another plate of the same size. No adverse consequences and no surgical delay reported.